Event description:
A customer reported to baxter (B)(4) an intermate where the diluent was observed to be leaking into the housing. The alleged defect was observed during filling. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing fluid in the housing. The reported condition of a leak was confirmed. Visual examination of the unit determined that the root cause of the leak was missing film wrap, indicating that the device was misassembled. The misassembled condition was due to an equipment malfunction and operator error during the film wrap assembly process. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.